Event description:
A malfunction was reported where the pump displayed malfunction code malf 9. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer had not reset the pump previously, so technical support provided them with instructions to reset it, and it was confirmed that the code did not recur afterward.